Event description:
The customer received questionable results on total (free + complexed) psa- prostate-specific antigen (tpsa) for 14 patient samples. The clinicians had questioned the results; and of the 14 results, five samples were considered erroneous. All results are in ng/ml. Patient 1 had an original tpsa result of 0.007, accompanied by a data flag. The sample was repeated on a cobas e411 serial number (B)(4), and generated a repeat result of 3.03. The customer reported the initial result as <0.011 outside of the laboratory. The customer believed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 2, male, date of birth (B)(6) 1921: had an original tpsa result of 0.007, accompanied by a data flag. The sample was repeated on a cobas e411 serial number (B)(4), and generated a repeat result of 7.74, accompanied by a data flag. The customer reported the initial result as <0.011 outside of the laboratory. The customer believed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 3, male, date of birth (B)(6) 1945: had an original tpsa result of 0.007, accompanied by a data flag. The sample was repeated on a cobas e411 serial number (B)(4), and generated a repeat result of 4.92, accompanied by a data flag. The customer reported the initial result as <0.011 outside of the laboratory. The customer believed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 4, male, date of birth (B)(6) 1932: had an original tpsa result of 0.007, accompanied by a data flag. The sample was repeated on a cobas e411 serial number (B)(4), and generated a repeat result of 6.40, accompanied by a data flag. The customer reported the initial result as <0.011 outside of the laboratory. The customer believed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 5, male, date of birth (B)(6) 1949: had an original tpsa result of 0.007, accompanied by a data flag. The sample was repeated on a cobas e411 serial number (B)(4), and generated a repeat result of 8.03, accompanied by a data flag. The customer reported the initial result as <0.011 outside of the laboratory. The customer believed the repeat result to be the correct result and issued a corrected report. There was no adverse event. The lot of tpsa reagent in use was 16644201, with an expiration date of 03/31/2013. The field service representative was unable to determine a cause. He verified the liquid level detection, probe adjustments and the measuring cell. He observed the operation of the instrument without issues. Calibration and qc was performed and was within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. The calibration and qc data did not provide an indication of any issue with the system, reagent or calibrator. Since the issue appeared when a new reagent pack was placed on the analyzer, the most likely cause was air bubbles on the reagent surface.